Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 39, 40 and 64 mg/dl; results of 39 and 40 mg/dl could not be confirmed in the meter memory. The customer's expected fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 212 mg/dl and 221 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. Test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).